Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? When did the issue occurred? Pre-op or intra-op what is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture had been split. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 10/27/2020 corrected information: b1, h1 - based upon the information provided by the affiliate, this event no longer meets reportable malfunction criteria. Therefore, this medwatch report is being voided.